Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the visual inspection, there was no damage. Test function check performed. The arctic sun device cools too weakly, chiller was defective. Device must be sent to crawley for repair. Primary wo-(B)(4). Per review of wo on 13mar2026, there was no patient involvement.